Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. During the investigation small amounts of ingress residue was found by the button membrane opening of the display assembly.

Event description:
The customer reported that while using the avea ventilator, the user interface module (uim) touch screen does not work correctly, when touching one icon another reacts. The customer stated there was no patient involvement associated with this event.